Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92300. The analysis results found that the el5ml device was returned in good visual condition. In addition, 2 malformed clips and 1 conforming clip were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 3 conforming clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.